Event description:
The customer reported the ventilator alarmed backup battery not connected while in use on a pt. The customer reported the pt was removed from the ventilator and placed on a different ventilator with no pt harm. The customer reported there was no pt involvement with no harm to the pt.

Manufacturer narrative:
Patient information was requested and the customer stated the information is not available. (B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.